Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was exhibiting atrial fibrillation oversensing. R waves were measured at 3 mv, and defibrillation thresholds (dft's) were measured at 31j. The ICD was explanted, and the patient's transvenous right ventricular (rv) and right atrial (ra) leads were attempted to be explanted at that time. The physician was unable to get the ra lead to pass through the subclavian vein, and the rv lead was unable to pass through the superior vena cava (svc), as the rv lead tip was still attached to the septal wall. Both rv and lv leads were coiled into the pocket, and the pocket was closed. The patient was sent for laser lead extraction. Additional information indicates that these ra and rv leads were explanted successfully, without any adverse patient effects.

Manufacturer narrative:
A request has been made to have the ICD, rv lead, and ra lead returned to the boston scientific crm post market quality assurance laboratory for analysis. To date, only the ICD has been received by boston scientific crm. Visual inspection of the ICD was performed; no anomalies were noted. The device was put through and passed a series of automated diagnostic tests that verified the performance of defibrillation (high voltage shocking), pacing, sensing and diagnostic device functions. This event will be updated upon return and analysis of these ra and rv leads, or if additional information becomes available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead could not be performed as the lead had been severed and only the distal segment (850 millimeters) was returned. On the returned portion of the lead, the conductor coils were stretched 24-505 millimeters from the tip and electrocautery damage had melted the insulation at 24 millimeters from the tip. All damage was induced from the explant procedure. Laboratory testing of the returned portion was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.